Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Caller reporting that her mom's chair has issues with the front riggings. She states that they fall down and wont stay up. She stated that there was no specific incident related to this problem. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsc2-cg, serial number/date (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1149267 rev. F (may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.